Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced milky peritoneal effluent fluid, coincident with peritoneal dialysis therapy. This occurred during drain one of two of the peritoneal dialysis therapy; but it was not reported if the patient was connected to baxter healthcare device(s) at the time of the event. Physioneal therapy was ongoing. On an unreported date, the patient was treated with stat doses of vancomycin and gentamycin (dosages and routes not reported) for the event. Two days after onset, the peritoneal effluent fluid was reported to be clear and the patient was considered to be recovered from the event. No additional information is available.